Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right artery in a 36-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage e shock, on an intra-aortic balloon pump (iabp), on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: aortic valve repair/replacement. While the patient was in the intensive care unit (ICU), the physician repositioned the device due to the position flipping up against the ventricle and causing ventricular tachycardia (vt). The impella was pulled back and measuring at 5cm. The physician was happy with the position. It was reported that the ectopy lessened but did not completely resolve. The patient had an ischemic infarct to the left anterior descending artery (lad) which contributed to an ischemic injury of cardiac tissue. The post-procedure outcome is unknown. While on support, the device functioned as intended for left ventricle (lv) unloading at p-6 at 3.9l/min with d5w sodium bicarbonate in the purge solution. The reported arrythmia may be attributed to the multiple mechanical circulatory support devices in use, the ischemic infarct of the lad, and/or improper device position.

Manufacturer narrative:
H6, health effect impact code, has been changed from f1904 to f12.

Event description:
Updated clinical narrative: additional information was received that after 24 days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in active cardiac arrest, in right heart failure, in post-cardiotomy shock, complicated by stage e shock, dependent on multiple mechanical circulatory support devices, and vasopressor support. Prior clinical narrative: an impella 5.5 device was inserted surgically into the right artery in a 36-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in society for cardiovascular angiography & interventions (scai) stage e shock, on an intra-aortic balloon pump (iabp), on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: aortic valve repair/replacement. While the patient was in the intensive care unit (ICU), the physician repositioned the device due to the position flipping up against the ventricle and causing ventricular tachycardia (vt). The impella was pulled back and measuring at 5cm. The physician was happy with the position. It was reported that the ectopy lessened but did not completely resolve. The patient had an ischemic infarct to the left anterior descending artery (lad) which contributed to an ischemic injury of cardiac tissue. The post-procedure outcome is unknown. While on support, the device functioned as intended for left ventricle (lv) unloading at p-6 at 3.9l/min with d5w sodium bicarbonate in the purge solution. The reported arrythmia may be attributed to the multiple mechanical circulatory support devices in use, the ischemic infarct of the lad, and/or improper device position.

Manufacturer narrative:
Updated information: b2 selected death and added date of death. B5 updated clinical narrative. D3 MFR fax number added. D6b explant date added. H1 changed to death. H6 impact code changed from f1904 to f02, f12. H6 component code changed to g07003. The investigation for the patient-device interaction (tachycardia) has been completed. The root cause of the injury was not determined due to insufficient clinical details.